Event description:
During the inspection of the ventilator, it was discovered that the internal leakage test failed during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the replacement of the control printed circuit board (pcb) solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Control pcb contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. The device's logs were not provided for further analysis. The defective part was not returned for investigation, despite request. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to control pcb.

Event description:
Manufacturer's ref. #: (B)(4).